Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient's stimulator did not work as well if it was half charged. The patient stated it had always been that way and clarified they had noticed it since the date of implant. The patient confirmed they had not had any recent trauma or falls. The patient was redirected to their healthcare provider to discuss the issue. No further complications were reported or anticipated.